Manufacturer narrative:
B5: describe event or problem: it was reported that the bd maxplus pressure rated extension set with removable needleless connector experienced leakage. The following information was provided by the initial reporter: we have had several extension sets that are leaking when using in radiology to push contrast. When they push the contrast it starts to leak out all over the patient d1: medical device brand name: bd maxplus pressure rated extension set with removable needleless connector d2: medical device manufacturer: sistemas medicos alaris, s.a. De c.v. D4: UDI #:(B)(4) d4: medical device catalog #: mp5301-c d4: medical device lot #: 23029263 d4: medical device expiration date: 17-feb-2026 h4: device manufacture date: 17-feb-2023 g2: manufacturing location: sistemas medicos alaris, s.a. De c.v. G.5. PMA / 510(k)#: k083472 h6: investigation summary no product or photo was returned by the customer. The customer complaint of leakage when pushing in contrast could not be verified due to the product not being returned for failure investigation. A device history review was conducted for lot number 23029263. The root cause of this failure could not be identified without a failure investigation.

Event description:
It was reported that the bd maxplus pressure rated extension set with removable needleless connector experienced leakage. The following information was provided by the initial reporter: we have had several extension sets that are leaking when using in radiology to push contrast. When they push the contrast it starts to leak out all over the patient.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1. And the franklin lakes FDA registration number has been used for the manufacture report number.

Event description:
It was reported that the unspecified bd¿ infusion set experienced leakage. The following information was provided by the initial reporter: we have had several extension sets that are leaking when using in radiology to push contrast. When they push the contrast it starts to leak out all over the patient.